Event description:
It was reported that, one day post implant, the patient received an inappropriate shock due to oversensing of noise. The noise could be reproduced with isometric testing. The doctor elected to reposition the electrode. There were no additional adverse patient effects. Additional information was received. The s-ICD had delivered two inappropriate shocks. X-rays showed the electrode was displaced. The electrode was subsequently explanted and replaced. During that procedure, this s-ICD pulse generator was also repositioned. No additional adverse patient effects were reported. The s-ICD remains implanted and in service with the new electrode. Additional information was received indicating the patient has received another inappropriate shock in november, about 10 months following the electrode replacement. No further details about the episode have been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the patient received an inappropriate shock due to oversensing of noise. The noise could be reproduced with isometric testing. The doctor elected to reposition the electrode. There were no additional adverse patient effects. Additional information was received. The s-ICD had delivered two inappropriate shocks. X-rays showed the electrode was displaced. The electrode was subsequently explanted and replaced. During that procedure, this s-ICD pulse generator was also repositioned. No additional adverse patient effects were reported. The s-ICD remains implanted and in service with the new electrode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the patient received an inappropriate shock due to oversensing of noise. The noise could be reproduced with isometric testing. The doctor elected to reposition the electrode. There were no additional adverse patient effects.

Event description:
It was reported that, one day post implant, the patient received an inappropriate shock due to oversensing of noise. The noise could be reproduced with isometric testing. The doctor elected to reposition the electrode. There were no additional adverse patient effects. Additional information was received. The s-ICD had delivered two inappropriate shocks. X-rays showed the electrode was displaced. The electrode was subsequently explanted and replaced. During that procedure, this s-ICD pulse generator was also repositioned. No additional adverse patient effects were reported. The s-ICD remains implanted and in service with the new electrode. Additional information was received indicating the patient has received another inappropriate shock in november, about 10 months following the electrode replacement. No further details about the episode have been provided. Additional information was provided about the therapy that occurred in november. The patient was lying in bed at the time and had no symptoms. The patient was hospitalized for this event for 3 days. During the hospital stay, blood work was done, the patient was started on magnesium and potassium, x-rays were performed, and the sensing vector of the s-ICD was reprogrammed to secondary. The suspected cause of the shock was congestive heart failure. The issue was considered resolved and the patient was discharged from the hospital with no further episodes reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.